Event description:
Legal documentation received alleged that the device was in use by a tracheostomy patient in conjunction iwth a free-standing c-pap, including a heated humidifier, an oxygen analyzer monitor and an oxygen and air compressor. CPAP was being administered invasively. The information alleges that the patient's trach tube became dislodged and the subject device did not alarm at the time of the event. The patient was hospitalized and later reportedly expired form anoxic encephalopathy. Additional patient history and a copy of the coroner's report are unknown. The equipment and alarm settings at the time of the event are unknown. An evaluation of the unit has not been performed at this time and efforts to obtain the equipment have been unsuccessful. It is unknown at this time whether a device failure had actually occurred, and whether there was any association between the use of the device and the patient's outcome.